Event description:
Philips received a complaint by the customer on the v60 indicating that during setup the display was dim. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that the display was very dim at the highest setting during the setup of the display. The customer requested the part number of the display to order a replacement. The rse advised the customer that the unit had the original light crystal display (lcd) and it needed to be upgraded to the next generation. The rse advised the customer to replace the complete user interface (ui) assembly for repair. The rse then provided the customer with the part number for the complete ui assembly. The investigation is ongoing.

Manufacturer narrative:
Multiple attempts to retrieve device repair, and operational status has yielded no response from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.